Manufacturer narrative:
It was reported that a patient underwent a procedure with an octaray mapping catheter. The physician informed the biosense webster representative that in the previous case, char had been found on the octaray mapping catheter after the procedure. No intervention was performed. The procedure was completed without patient consequence. The picture investigation was completed on 05-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, char was observed on the splines of the octaray mapping catheter; however, the root cause of this condition could not be conclusively determined. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint was confirmed based on the picture received. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review removed h6. Medical device problem code of "patient device interaction problem (a01)".

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) . Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, the picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with an octaray mapping catheter. The physician informed the biosense webster representative that in the previous case, char had been found on the octaray mapping catheter after the procedure. No intervention was performed. The procedure was completed without patient consequence. Additional information was received. The char was located on the tip electrode. No error message observed. No flow issue observed on the octaray mapping catheter. A picture was provided. The physician commented that the material observed was char. The patient was anticoagulated. Act was maintained as 300-400sec. Heparinized normal saline was used. No neurological symptom was observed since the procedure was completed. The MDR reportable issue assessed under this diagnostic catheter is thrombus / clot.